Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, device back up vvi mode was observed. The patient was brought into the clinic for troubleshooting. A device download was performed successfully. Patient was stable.